Event description:
It was reported that after an interventional percutaneous endovascular procedure, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. The device was removed and a second and third proglide device were attempted, but also resulted in a needle-to-cuff miss. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under a separate medwatch manufacturer report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported needle-to-cuff miss could not be confirmed because only the body of the device was returned. The plunger, cuffs, link, needle tip and monofilament were not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.